Manufacturer narrative:
This complaint is recorded in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was tearing grafts. The event occurred after surgery. There was no harm and no delay reported. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, device identification, date received by MFR, type of report, follow up type, device evaluated by MFR, device manufacture date, evaluation codes, additional narrative. On (B)(6) 2018, it was reported that the device was tearing grafts. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the ratchet was stuck on the roller. The left latching pin would not latch. The roller gear, side plates, and carrier guide were worn. The comb was bent on the ratchet side of the device. The pretest calibration and sample mesh could not be taken due to the bent comb. No cutters were returned for evaluation. Repair of the skin graft mesher has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the comb was bent on the ratchet side. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent on the ratchet side. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was tearing grafts. The event occurred after surgery. There was no harm and no delay reported. No adverse events have been reported as a result of this malfunction. Investigation revealed the comb was damaged.